Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
A report received from (B)(6) stating that the device had a bent drive shaft. It is unk if the device was being used during surgery. It is unk if pt or user injury was reported. No additional information was provided.